Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-14265, 1627487-2021-14266, and 1627487-2021-14267. It was reported that the patient has an infection at the lead site. As a result, surgical intervention may occur to address the issue.

Event description:
It was reported that the system was explanted on (B)(6) 2021.

Event description:
It was reported that the infection is resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 1627487-2021-14492. It was reported that the infection could be present at the ipg site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.